Event description:
Battery and load placed into stapler. When surgeon went to fire, the item malfunctioned as if the battery died, and became stuck on patient tissue. Another stapler was opened and the battery was trialed in the first unit to see if it would open. It did not. The manual safety release was utilized. The second stapler also malfunctioned in the same manner. A third stapler was then utilized without difficulty.